Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia after multiple infusion site changes and initially did not fill the tubing and cannula; after subsequent guidance to properly fill and to replace the teflon 6 mm, 23-inch infusion set, blood glucose began to fall. Symptoms included sustained elevated blood glucose with alerts for glucose above 300 mg/dl. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, and no need for assistance. Investigation included troubleshooting and user education regarding infusion set priming and site management. Investigation of this case revealed that the specific device-related cause was unclear, though user technique and potential site issues such as scar tissue were discussed and an infusion set change resolved the high glucose trend. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.